Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump was filled this morning but no insulin was pushed out. Troubleshooting for motor error was performed. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump was able to rewind. The pump alarm history reports more than one motor error alarm within a 30 day period. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms were noted. The motor passed the motor test. The pump was programmed with multiple test boluses and monitored. All boluses delivered properly and were listed in the bolus history screen with the correct time of the bolus deliveries. No unexpected memory anomalies were noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked battery tube threads and a cracked reservoir tube lip.